Event description:
The customer reported receiving high readings on their freestyle flash meter and took insulin based on those readings. The customer then experienced tiredness and laid down. The customer later woke up with the paramedics at his side and reportedly fell out of bed. The paramedics treated the customer with intravenous fluids containing glucose and saline. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.